Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID 3093-28, lot # v666023, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the first implant was not done correctly and the hcp revised it and stimulation was in the thigh. The patient had x-rays to prove the leads were cut. The patient¿s current hcp had fixed the mess. The hcp had taken out the leads and implant and made a new pocket on (B)(6) 2015. The hcp took most of the lead out, but couldn¿t get the tip out.

Event description:
Additional information received reported that there was a manufacturer representative present at the lead revision and the procedure took place on (B)(6) 2014.

Event description:
It was reported that the patient had a revision in (B)(6) 2014 to run a whole new wire and repositioned it and didn¿t remove the wire and just cut the wire. The wire was sticking the patient and they couldn¿t figure out why it was sticking them since the revision surgery. The stimulation therapy was working fine, but it was the lead wire that was cut from before that is the issue. The patient wasn¿t incontinent and had the implantable neurostimulator (ins) put in for overactive bladder. During the trial they were going to set it on the right side, but the patient¿s foot kept turning in. Then they went to set it on the left side and it wasn¿t effective and kept hitting the patient in the wrong place. They did the revision to reposition the system and wire from the left side of the body to the right side and the health care provider (hcp) checked to make sure the patient¿s foot wasn¿t going inward. After that surgery the patient went to their hcp¿s office stating that something was sticking them and the hcp told them it wasn¿t healed under there. The patient told the hcp again when the reprogrammed it within weeks of the revision, probably in (B)(6) 2014. The patient decided to give it a little more time and when it was time to reschedule their appointment, the patient was told that their hcp retired in (B)(6) 2014. The patient was referred to a physician¿s assistant (pa) 7 to 14 days ago and it took ¿forever and a day¿ to get in to see the pa. The pa took an x-ray and they didn¿t know what they were looking at. It took 4 days to get an appointment to speak with the hcp. The patient saw a new hcp today and needed to make a decision to cut the wire or remove it or let it continue to stick them. The hcp told the patient their implant was running properly and they could go in and fix the wire that was sticking them, or let it continue to stick them, or get the whole device removed. It was the piece of wire that was attached to the device prior and that was a big concern too and there wasn¿t a thing in there that made sense. The patient was going to have an appointment for a second opinion for the device on (B)(6) 2015. A manufacturer representative was present at both of the patient¿s surgeries. The patient didn¿t see the manufacturer representative at the revision. The manufacturer representative was at the first implant and the patient¿s spouse talked to them at the second surgery for the revision. The patient needed to get in touch with the manufacturer representative and wanted to determine what might be the next best option. The patient¿s spouse thought it might be a good idea for the patient to speak with a manufacturer representative and if they called the manufacturer they could assist the patient in finding the one that was at their surgeries. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product/(s): product ID: 3093-28, lot# va0ejf1, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).